Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Device did not work. Physician was unable to inflate the device. Physician stated he did not think there was any fluid in the pump. During replacement surgery it was observed that there was no fluid in the reservoir.